Event description:
Pt's mother reported the infusion device does not release the audio signal when the insulin cartridge is close to the end. Mother stated this issue occurred on (B)(6) 2011. Mother reported her daughter did not realize the insulin was finished yesterday and her blood glucose level increased to 580 mg/dl. Pt's normal blood glucose level was not provided. Treatment received was not provided. Mother stated she will check carefully the quantity of insulin inside of the insulin cartridge. On (B)(6) 2011, had the mother to attempt to test the alarm and on this occasion the infusion device signaled the w1 (cartridge low) warning properly. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.